Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the forceps elevator was burned and that the adhesive around the objective lens and light guide lens was peeled. There was no patient involvement.